Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4). 2.3 serial number/batch: (B)(6) 2.4 software version: n030004 2.5 hours of operation: 5160 hours 2.6 further information: n/a 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. The history files, with the specified rate and vtbi given from the customer, were investigated. At (B)(6) 2023 10:08 am a space line neutrapur was inserted. One minute later a rate of 25 ml/h and a vtbi of 600 ml was set. The device was set into standby mode for 15 minutes. At 10:24 am the infusion was started. The infusion was stopped at 13:38 by the customer. Up to that time the device has delivered a volume of 396,95 ml (actual volume infused). Between 10:24 am and 13:38 pm the rate was changed from 50 ml/h to 100 ml/h to 150 ml/h to 200 ml/h. The infusion was started again for a few minutes. At 13:42 pm the line was taken out. Up to that time a volume of 406,91 ml was delivered. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: the test was performed with the infusomat space line safe set neutrapur from the customer. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in sweden: "under infusion" according to the customer: "reason of complaint: descriptiontime indication: suspected underinfusion. Interview with users: the patent warns that almost all the liquid remains even though there is only half an hour left in the infusion. 500 ml would have gone in. Users estimate that more than 400 ml was left when the error was detected. The pump simultaneously reports that approx. 400 ml has been infused when the infusion is stopped, according to the history. Drug rixathon was used. Tubing set spaceline safeset IV standard neutrapur ref (B)(4) was used. An extension hose vygon octupus ref (B)(4) was placed between the hose set and pvk inlet vssi was originally set at 600 ml. The rate was originally set at 25 ml/h and increased up to 200 ml/h. When the error was discovered, the user noted that the hose clamp on the extension hose was not fully open. (B)(6) has simultaneously reported that "the unit has jumped". Response expected by: customer description of measures: analysis: information on vssi and speeds from users matches the pump's history. No signs of programming errors. The patient's information about "the unit has jumped" and the user's information about a half-closed hose clamp could indicate that the pump had to work against a partially blocked inlet... With reduced flow as a result? At the same time, the pump has not alarmed for high back pressure. The pressure level has been level 5. Collects one specimen of tubing set and one specimen of extension tubing from department storage (same type used) and sends by pump. Report error to braun."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 5160 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. The history files with the specified rate and vtbi given from the customer, were investigated. At 2023-06-19 10:08 am a space line neutrapur was inserted. One minute later a rate of (B)(4) and a vtbi of 600 ml was set. The device was set into standby mode for 15 minutes. At 10:24 am the infusion was started. The infusion was stopped at 13:38 by the user. Up to that time the device has delivered a volume of 396,95 ml (act. Volume infused). Between 10:24 am and 13:38 pm the rate was changed from (B)(4). The infusion was started again for a few minutes. At 13:42 pm the line was taken out. Up to that time a volume of 406,91 ml was delivered. No anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: the test was performed with the infusomat space line safe set neutrapur from the customer. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.